Event description:
A medtronic representative reported that during a surgery, the tip of the site's solera reduction driver was bent while the surgeon placed the screw. The site used another navigated driver from a different set to complete the procedure. There was no negative impact on patient outcome reported.

Manufacturer narrative:
A replacement instrument shipped to site on (B)(4) 2012. Medtronic investigation of suspect part finds the tip of the instrument is very twisted. Otherwise, the screwdriver is in good condition.